Manufacturer narrative:
Batch review performed on 16 october 2025. Liner: mpact 01.32.3241hct flat pe hc liner &oslash;32/d (k103721) lot2509643: (B)(4) items manufactured and released on04-jul-2025. Expiration date: 12-jun-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Cup: mpact 01.32.148dht acetabular shell &oslash;48 two-holes t (k230011) lot2508415: (B)(4) items manufactured and released on09-jun-2025. Expiration date: 25-may-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue. A possible reason could be related to the presence of liquid/tissue inside the shell or to an improper alignment of the two devices during the impaction.

Event description:
The liner could not be inserted into the cup. There was no lifting of the screws or the central plug. A new liner (from a different lot) was used, and the surgery was successfully completed. 30 min delay to remove the liner and implant a new one (tot time 2 hours).